Event description:
The customer was hospitalized for high glucose level. It was stated that the customer had an alarm the night before the event. The next morning the customer went camping and later he had to be transported to the hospital. Troubleshooting was performed. The alarm history revealed different alarms. The customer mentioned hearing and clearing the alarms.